Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on esc button. Unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer returned the insulin pump. There was no information from troubleshooting and no details from the customer.